Manufacturer narrative:
The lot number was provided so a lot history review was performed. The device was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u35130610 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The male patient's age and weight were not provided.

Manufacturer narrative:
H10: the event has been reassesed and the malfunction has been determined to no longer be reportable. The lot number was provided so a lot history review was performed. The device was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u35130610 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The male patient's age and weight were not provided.